Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device reportedly did not deliver multiple defibrillation shocks during a patient event. The customer stated the device was being used in a cath lab on a patient and was connected to the patient via the defibrillation therapy electrodes. The device was able to deliver the first three (3) shocks successfully and then reportedly failed to deliver therapy for several subsequent shocks. Later in the event, the device delivered two successful shocks. The customer implemented a backup device into the event and continued patient care. No additional details of the patient event has been provided to physio-control. There were no known adverse effects to the patient during the reported event.